Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of an error; it was determined the error was due to pinched display wires, which compromised the insulation and accounted for a failed incoming test with the device. It was also noted that multiple output assembly wires were pinched, and wire insulation was compromised. Analysis also noted that the upper case of the device was broken.

Event description:
It was reported that the external pulse generator (epg) exhibited an error at power up. The customer requested a new unit, and the epg was returned for service. There was no patient involvement. It was further reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis.